Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 07/18/2023. It was reported that the patient was in the emergency room for less than a day. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (b)(7) 2023, the patient's parent reported that the patient was getting low, and no readings on his dexcom, but after taking a fingerstick the blood glucose reading was 400 mg/dl. Patient stated that he felt he had ketoacidosis, experienced vomiting, and decided to go to the hospital. The patient's medical record was provided and it can be observed from the hospital visit that the patient made regarding his symptoms of ketoacidosis and vomiting. In the medical records it is noted that the patient was seen in the hospital to exclude ketoacidosis and experienced a low alarm on his dexcom device and that because of this, took drinks and food containing sugar. When he did a fingerstick it said high, after which the patient injected 10 units of insulin via his pump. In the hospital the patient was given an IV with 500 ml of 0.9% nacl and another 4 units of insulin were given subcutaneously. Blood tests were done in the hospital and the bg value was 285 mmol/l. There is no information on if they were able to exclude ketoacidosis or on when the patient was discharged. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.